Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer's blood glucose was 400 mg/dl. Customer stated that she treated by injection shot. Customer declined troubleshoot for the high blood sugars. Customer stated that she was hospitalized as a result of some high blood sugars. Customer stated that she ended up with diabetic ketoacidosis. The insulin pump will not be returned for analysis.